Event description:
It was reported that the device was not forming proper clips during a lap cholecystectomy. The device misfired four times. A like device was opened and the case completed. No pt consequence.